Event description:
Patient was revised to address spin out and poly wear.

Manufacturer narrative:
(B)(4): examination of the submitted device confirmed cracking, discoloration, and delamination. The cracking, discoloration, and delamination of the device were due to oxidation and unexpected stresses. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the unexpected stresses applied to the device with the provided information; however, the reported device dislocation may be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.